Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/31/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/03/2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. The pump powered on normally. There was no damage found to the battery cap or compartment; the battery cap remained secure to the pump during testing. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter stated that the pump rebooted without user intervention. The reporter does not know why the pump rebooted. There was no visible damage on the battery compartment or the battery cap. There was no evidence of misuse of the product. The battery cap was not able to be securely tightened to resistance and the battery cap was never replaced. There was no reported patient impact associated with this complaint.